Event description:
Caller reported a continuous glucose monitor error that caused the battery to deplete too quickly, leading to an unexpected shutdown. There was no reported adverse impact to the customer's blood glucose level. No further troubleshooting was performed as the customer confirmed there were no other issues with battery depletion or unexpected shutdowns before the reported error. The customer was advised to monitor the situation and call back if the issue persists.